Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported following an intraocular lens implant procedure, the patient was noted with myopic surprise and increased intraocular pressure. The ultrasonogram showed intraocular lens in sulcus, good vision, good intraocular pressure with one medication, 3 months out. Additional information was requested.